Event description:
After 1 1/2 years of cochlear implant use. The magnet in this pt's device reportedly was dislodged. The pt underwent surgery in 2005 to replace the magnet. The procedure was successful.